Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2021 during which another suture was added to the ipg to secure it within the pocket. There were no complications during the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg was flipping around the pocket and poking through the patient's skin. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.